Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one coil had migrated/migrated coil") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain /severe pain"), pelvic discomfort ("discomfort"), menometrorrhagia ("irregular and heavy menstrual periods"), fungal infection ("chronic yeast infection"), fatigue ("chronic fatigue "), weight increased ("weight gain"), alopecia ("hair loss"), dizziness ("dizziness ") and migraine ("severe migraines "). At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menometrorrhagia, fungal infection, fatigue, weight increased, alopecia, dizziness and migraine outcome was unknown. The reporter considered alopecia, device dislocation, dizziness, fatigue, fungal infection, menometrorrhagia, migraine, pelvic discomfort, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: essure coils had migrated out of fallopian tubes. Hysterosalpingogram - in (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.